Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and multi-unit abutment was placed in ada site 4 in the mouth, primary stability was not achieved. Clinician reports having difficulty inserting the implant. The site was not grafted and another implant was not placed in the site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and multi-unit abutment was placed in ada site 4 in the mouth, primary stability was not achieved. Clinician reports having difficulty inserting the implant. The site was not grafted and another implant was not placed in the site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).